Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible radiation occurrence.

Event description:
The customer reported a filament regulator failure error message during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence. There is no report of injury or death associated with this event.